Event description:
It was reported that a pioneer plus pplus120 catheter was used in a therapeutic peripheral procedure to treat a slightly calcified mid and distal sfa. After advancing to the true lumen, the needle was unable to fully retract. After many attempts, the catheter and the wire were removed as a system, with 1.2 mm of the needle exposed. The case was aborted with no patient harm, and no additional risk to the patient. The procedure will be rescheduled at a later date. This product problem is being submitted due to the exposed needle, resulting in a sharp edge. There is a potential for harm if the malfunction were to reoccur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a2: dob not available. Block b6: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the pioneer plus pplus120 was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block h3: the pioneer plus pplus120 catheter was returned for evaluation. Visual and microscopic inspection confirmed the needle was deployed out of the exit port, resulting in a sharp edge of non-malleable material. Block h6: the probable cause is a mechanical failure due to the needle unable to retract. Device manipulation, impact and applied pressure associated with use and handling may affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.